Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. Patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low resulting in moderate paravalvular leak (pvl). A second valve was implanted valve in valve resulting in mild pvl. No further treatment was prescribed. No adverse patient effects were reported.